Event description:
A caller reported that the t:slim x2 pump battery would not charge and attempts to resolve the issue with various charging cables and wall adapters were unsuccessful. The caller confirmed that there was no power source alert in the pump history, and the use of a third-party wall adapter and cable did not rectify the problem. There was no reported impact on the customer¿s blood glucose level, as they continued using the current pump without interruption. As a resolution, tandem technical support decided to replace the malfunctioning pump with a new one equipped with updated software. The customer was informed about the process of receiving and returning the pump, and they acknowledged the instructions provided.